Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be duplicated. The unit had a full charge. The battery was found to be out of date range and it was replaced under normal maintenance. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the unit shuts off not holding power.